Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Due diligence was performed to try and gather information regarding the model or serial number/date code of the device. It is unknown if this device is invacare. No injury or medical intervention alleged.

Event description:
Customer alleges broken walker. No injury alleged.